Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 16-dec-2024 and forwarded to millyard advanced medical products, llc on 17-dec-2024. The patient reported that she was unable to fill her cassettes and troubleshooting was unsuccessful. The patient was off remodulin for two hours and was feeling anxious but had no other side effects. The patient was admitted to the hospital. There were no reported pump issues. A replacement vial of remodulin was sent. The patient was able to resume remunity therapy and was scheduled to be discharged. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.